Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported "inefficient aspiration" during a cataract surgery. The procedure was completed with no harm to the patient. This is the first of two complaints for this facility.